Manufacturer narrative:
(B)(4). A tracheostomy tube was returned for investigation. The cuff was inflated and it immediately deflated due to a cut. All manufacturing controls were reviewed and found effective to detect the reported failure mode. A cut of this magnitude at the time of manufacturing would have been detected during the inflate deflate test and removed from the lot. The cut condition is not confirmed as related to manufacturing process.

Event description:
A report received stated the cannula of a pediatric tracheostomy tube experienced a leak. There was no excessive bleeding or permanent damage to the patient reported. There wa sno delay in surgery reported and the patient's hospital stay was not extended as a result of the event. No additional patient information was available. The exact date of the event was not available.

Manufacturer narrative:
(B)(4).